Event description:
It was reported that an ilet bionic pancreas user became unpaired from the system and was not receiving glucose readings from a connected dexcom g7, consistent with a transient pairing communication issue between devices; the system later re-paired without active troubleshooting. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities and no medical intervention or hospitalization. Investigation included a review of complaint details and product-use history available at the time. Investigation of this case revealed a device communication interruption that resolved spontaneously with successful re-pairing. It was concluded that the event was non-serious, associated with a communication or connectivity problem, and resolved without further action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.